Manufacturer narrative:
The insulin pump was received with failed battery test due to corroded battery tube. The pump was unable to perform the functional testing, including the operating currents test, self-test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to failed battery test. The pump had cracked battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window, cracked case at display window corner.

Event description:
The customer reported via phone call of a failed battery test from the insulin pump. The customer's blood glucose reading was 156 mg/dl. The customer stated that his pump has not worked with different batteries. The customer ate lunch when the incident occurred. The customer was advised that (B)(6) aaa batteries are the most effective for the pump's use. The customer was advised that if the alarm is not cleared, the failed battery test will recur with each new battery inserted. The customer did not receive failed battery test. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement battery cap.